Event description:
During the procedure, the customer noticed a strange noise and blood in the centrifuge. The tubing "holder" inside the centrifuge was broken, resulting in the tubing becoming detached. The procedure was ended immediately with no blood returned. The disposable set was replaced before continuing the procedure. The patient's information is not available at this time. The disposable will not be returned. This report is being filed due to an alleged reportable event. The customer filed an sae report with their local authorities. Caridianbct is currently investigating to clarify the reportable event.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.